Event description:
It was reported that there was a polarity switch on the ventricular lead due to high impedance. Oversensing occurred when the lead switched to unipolar. The lead was switched back to unipolar and will be monitored. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concommitants products: 5076 pacing lead, (B)(6) 2004, addr01: implantable pulse generator; implant date (B)(6) 2012.